Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a question regarding MRI compatibility. The patient's ins was removed because their dystonia was under control, and the dbs could no longer be adjusted for spasms. It was stated that they left the 'probe' implanted. The ins was turned off for a year prior to it being removed. No further complications were reported or anticipated.